Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with scratched lcd window and cracked display window corners. The pump was unable to perform the displacement test due to bleeding lcd glass. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and missing segments from the insulin pump. The customer's blood glucose level was 288 mg/dl. The customer stated that there is a black half-moon shape on the corner of the screen. The customer stated that the pump would not rewind. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.